Event description:
Reporter alleged obtaining discrepant blood glucose results of 400 mg/dl back to back with a result of 69 mg/dl when testing was performed 5 minutes apart on the compact plus system. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing and self treated with orange juice and chocolate as a result. No other actions were reported taken or treatment received reportedly. A request was made for the return of suspect device and replacement product was sent.